Event description:
It was reported to covidien that a male was having abdominal aneurysm surgery. At 10:30, the unit was activated with a medium temperature setting. At 12:40, the unit was turned off, the pt's state was not confirmed at that time. Restarted activating the unit at 15:40, then found burn, likely third degree burn on pt at 17:00. Stopped using the unit. At the time, confirmed the hose was half-disengaged from connector. After the operation, measured the temperature inside the hose; was 50 degrees c.

Manufacturer narrative:
Covidien has requested return of unit for evaluation. Unit has not been returned. Additional information provided to covidien: it was a doctor who said it was likely third degree burn at the time of the event. The pt changed hospital immediately after the event, so the doctor says cannot provide detail for the pt's status, the way of treatment, etc.